Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated with a trial of an antacid medication orally for the burning sensation chest pain. There was no significant improvement with the medication.

Manufacturer narrative:
Section d information references the main component of the system. An additional device associated with the system and in use during the event: medtronic product ID: d-evolutfx-2329 (lot: 0012995613); product type: 0195-heart valves; implant date: not implantable medtronic product ID: l-evolutfx-2329 (lot: 0012140131); product type: 0195-heart valves; implant date: not implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of this 26mm transcatheter aortic bioprosthetic valve (tav), the patient developed left anterior fascicular block (lafb) with a short period of bradycardia. Subsequently, the transvenous pacemaker remained in place for an addi tional day which prolonged the patient's hospitalization. The lafb resolved two days after onset. The patient was discharged on the second post-operative day. However, on the fifth post-operative day, the patient presented to the emergency department with complaint of chest pain. Unspecified diagnostic tests were performed; however, no results were provided. Per the physician, the chest pain was unrelated to the medtronic valve or procedure to implant the tav. The chest pain resolved the same day. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5, d4, h6 corrected data: d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that at the time of chest pain, the troponin measured 21. A computed tomography angiogram (cta) confirmed an aortic aneurysmal dilation nor dissection were present. An electrocardiogram (ECG) noted normal sinus rhythm with a left anterior fascicular block (lafb). Unspecified treatment provided for the chest pain.